Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump was below her when sleeping. Customer's blood glucose reading at the time of the call was 127 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.